Manufacturer narrative:
Insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery test or perform history anomaly due to compromised force sensor system alarm. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a history anomaly. The customer's doctor was concerned that maybe the insulin pump was not actually pumping out enough insulin because the numbers were not matching up with the actual rates. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.